Event description:
In-stent restenosis was found within the cypher stent ten months after the procedure.

Manufacturer narrative:
This patient presented to cath with unstable angina and 1-vessel disease was found. Elective percutaneous coronary intervention was performed on a 95% bypass svg lesion in the distal lad of 23mm in length in a 3.5mm vessel diameter. There was little to no calcification present. Pre-dilation was conducted and a 3.5x23mm cypher was deployed at unknown atm. Tim iii flows were recorded pre and post-procedure. Residual diameter stenosis measured 25%. Percutaneous coronary intervention was performed next on a 95% bypass svg lesion in the ramus. The lesion was described as having little to no calcification. The lesion was pre-dilated with a 2.5x15mm balloon at 12 atm before deploying one 3.5x18mm cypher stent at 16 atm. Residual diameter stenosis measured 25%. Tmi iii flows were recorded pre and post-procedure. The patient was discharged one day later. Ten months later, the patient was admitted to the hospital. The admitting diagnosis was coronary artery disease. Repeat angiography showed 75% focal stenosis within the previously implanted stent in the ramus. It was treated with a taxus stent. This product is not available for testing and evaluation. Additional information will be submitted within 30 days upon receipt.